Manufacturer narrative:
The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device was broken / damaged. There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced large claw. Replaced barrel clamp, left handle, rear door, tube/sleeve drivearm, ac cord wrap & left/right iui connector. Performed calibration. The probable root cause of the reported issue was due to customer damage of the claw. A review of the device history record showed the device had a manufacture date of 26dec2006. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that the device was broken / damaged. There was no patient involvement.